Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the condition of failue code 500:320:844:0000 was confirmed in the pump's event history file during product evaluation. This failure code could not be duplicated during product evaluation. No corrections were performed related to this failure code. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
During product evaluation, failure code 500:320:844:0000 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.